Manufacturer narrative:
Additional information: complaint allegation is confirmed. One unpackaged ar-2372blo knotless ac tightrope was received for investigation. Visual evaluation of the returned device noted that the sutures of the device had been cut. Further visual evaluation revealed that the threaded tips of the device remained intact. It was further noted that the threaded inserter component had rust and possibly blood, presenting a biocontamination hazard risk. Functional testing was not attempted due to the observed biocontamination hazard risk. Dimensional testing was performed and the critical dimension for the threaded shaft assembly was measured using a caliper and it was found to be 6.623 which is in tolerance of the specification in drawing c12774 of 6.62 ± .010. The length of the button inserter shaft was also taken using a caliper and found to be 4.62 which is in tolerance of the specification in drawing c13199 of 4.63 ± .01. No problem was found with the dimensions of the returned device. The most likely cause for the reported failure can be attributed to a manufacturing issue during the assembly process. Refer to investigation photos.

Event description:
On 12/12/2024, it was reported by a sales representative via phone that the buttons from two ar-2372blo knotless ac tightrope open repair implant were flipping before passing through the coracoid. It appeared as if the buttons were not properly attached to the inserter stylet, and with little to minimal resistance, the buttons would flip prematurely. This was discovered during an ac joint procedure on (B)(6) 2024. The case was completed by cutting everything out and using a syndesmotic tightrope.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.